Event description:
According to the reporter, during a laparoscopic cholecystectomy, when exposing the hepatic artery a small hole was created causing a bleed. The surgeon used a clip applier and was not able to squeeze the handle and could not fire clips. The bleeding was controlled using a grasper whilst another set of clips. The second set of other clips were used and the bleeding stopped. The patient lost approximately 1500ml blood and received 2 units of ) negative blood.the event led to extended patient hospital stay overnight.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with fourteen remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when exposing the hepatic artery a small hole was created causing a bleed. The surgeon used a clip applier and was not able to squeeze the handle and could not fire clips. The bleeding was controlled using a grasper whilst another set of clips from a different manufacturer. The second sets of clips were used and the bleeding stopped. The patient lost approximately 1500ml blood and received 2 units of negative blood. The event led to extended patient hospital stay overnight.